Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states that the screen had a small scratch in the corner that makes the numbers difficult to read sometimes. Customer also states that they had a low battery before and lost insulin pump settings upon changing the battery and later having to manually reenter basal and bolus settings. The device will not be returned for analysis.